Event description:
During a routine follow up, dft testing was performed. Therapy was delivered and low hv impedance was noted with possible damage to the ICD can. The lead was explanted.

Manufacturer narrative:
No medwatch form was received the damage found was sustained during the surgical procedure.